Event description:
The nurse reported a posterior capsule tear and then the vitrectomy probe would not fit on the system. The system was switched out and the anterior vitrectomy was completed. The case was completed with a 15-23 minute delay.

Manufacturer narrative:
The company service representative examined the system and found the pneumatic fitting for the vitrectomy probe was broken off. The company service representative found that the staff was pushing the system against the wall breaking off the pneumatic fitting. The pneumatic fitting was replaced and disposed of in the field. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.